Event description:
It was reported while using an unspecified bd insyte catheter the catheter is damaged. There was no report of patient impact. The following information was provided by the initial reporter: I am a doctor in the oncology dep. The nurses here report an issue with your cannula: db insyte autoguard bc pro. They tell me they if they take bloods from the cannula, when first putting it in, then often it causes the cannula to fail. As a result patients are being sent to the phlebotomy dept to have bloods done separately, and hence spending longer in hospital and having an additional venepuncture.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.